Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in costa rica. It was reported that the error message ¿head error¿ occurred during service on the rotaflow console. The control card was changed as indicated in the service manual, with a new card but the error continues to be indicated. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. The rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported "head error" on the rotaflow drive. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-06-03 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2024-06-26 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2024-07-03 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. Rotaflow drive: the review of the non-conformities was performed on 2024-05-13 and during the period of 2020-02-14 to 2024-05-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n 910131130 was produced in 2020-02-14. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
The event occurred in costa rica. It was reported that the error message ¿head error¿ occurred during service on the rotaflow drive. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).